Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type catheter product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type catheter product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient presented to the ed on (B)(6) 2020, reporting baclofen pump malfunction and withdrawal symptoms. Following a CT scan and interrogation of the pump, it was found that the catheter had migrated and become displaced from the intrathecal space and was in the epifascial (subcutaneous) space. A subcutaneous fluid collection was noted and evacuated. The pump was temporarily removed and catheter separated from pump. A new intrathecal catheter was placed and tunneled towards the abdomen and reattached to the existing pump.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2020 product type catheter. Product ID 8781 serial# (B)(6) implanted: (B)(6) 2017 product type catheter. Product ID 8780 serial# (B)(6) implanted: (B)(6) 2020 product type catheter. Product ID 8781 serial# (B)(6) implanted: (B)(6) 2017 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had been having increased spasms and itching across the chest for the last 3 days. The patient was seen by their rehab hcp and the pump was interrogated showing it was in working ordered so the rate was changed. Merits imaging to check position of pump. Neurosurgery consulted. Patient's rehab position came to ed to see patient and interrogated device. Valium given for spasms. CT pending. Observe and reassess. Addendum: patient became altered while in CT scan and lower extremity spasms noted to become worse. Patient upgraded to resus for ativan drip. The pump seemed to be working as they were able to aspirate out of the pump. Neurosurgery is to take patient to or. Care transferred to resus team. Patient was then taking to cat scan of thoracicspine where we again sterilely accessed side port, baclofen was aspirated from tubing and we then inserted 10 cc of omnipaque through the side port. Pump was reprogrammed with priming bolus and patient underwent cat scan of t spine. Per discussion on phone (final read pending) with radiologist contrast did not appear to be in the intrathecal space. On (B)(6) 2021, patient underwent replacement of intrathecal drug catheter, re-implantation of baclofen pump. Upon opening the posterior lumbar incision, clear fluid visualized. Intrathecal catheter had complete pull out from the intrathecal space, and was in the epifascial space. A fluid collection was seen and evacuated. Cultures taken. New intrathecal catheter replaced and tunneled towards the abdomen. Re attached to existing pump. Upon attempted closure of both the right back and the right abdomen wounds, there was tension. This likely due to the extensive scar tissue from multiple prior operations including revisions in the past. Furthermore, due to the patient's medical comorbidities including spinal cord injury, mva in 2004, paraplegia, neurogenic bladder and bowel, chronic spasticity, dvt, the patient was felt to be at high risk for wound healing complications and exposure of the generator and lead. Furthermore, the patient had a low bmi of 19, placing them at high risk for exposure of the generator. In addition, due to the patient's multiple revisions of the placement of the baclofen pump, there was extensive scar tissue prevented the wound closing at the meridian of the incision. Therefore, dr. The hcp consulted plastic surgery intraoperatively for right abdominal and right back wound reconstruction. The patient was brought to surgery and both pockets were revised. The patient tolerated the procedures well.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-mar-2022, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 15-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml) via an implanted pump. It was reported that yesterday the patient came into the clinic with increased spasticity and itchiness. They did a dye study and it was negative to any issues and sent the patient home. The patient came back today with full withdrawal symptoms. Additional information received on 22-jan-2021 reported that the patient reported to the ER (emergency room) with increased spasticity and withdrawal symptoms. The catheter appeared to be occluded on dye study. The catheter was explanted and a new catheter re-implanted.